Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One (1) used device was received for evaluation. No damage or anomalies were observed during the initial assessment. Each of the cassettes were leak tested to 6 psi with the internal bag open per manufacturing specifications all using the hydrostatic pressure pump. For the pump used sample, a leak was observed at the top bag seam (between corner 1, side a). Upon closer inspection, an opening was observed right along the bag seam, but not on the sealed flange itself. For the 12 new samples, no leaks were observed during testing. The complaint of leakage can be confirmed on the returned used sample. The probable cause is unknown. The complaint of leakage cannot be confirmed nor replicated on the returned new samples. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the 100 ml cassette had a leak. The event occurred while filling with medication. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.